Event description:
Surgeon refused pk dissecting forceps and reported that tip was broken. Discarded from field. New pk dissecting forceps were added to the field and case proceeded without event. No documented inury to patient. Broken tip survived only 5 of projected 10 lives.